Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during defibrillation testing post implant, this device failed to deliver post shock pacing as expected. Data was sent to boston scientific's technical services (ts) for review and recommendations. The ts data review confirmed that the device induced fibrillation, after approximately 6 seconds of a 50hz induction burst. Sensing and detection were good; device delivered the shock within approximately 14.6 seconds. The shock was effective at 65 joules. Post shock, no intrinsic rhythm was sensed; the device delivered the first post shock pace and changed to the alternate sensing vector. Before and after the first post shock pace, an unstable baseline was noted and detections observed were consistent with a wondering baseline. Post shock pacing was terminated due to oversensing of the wondering baseline and the device switched to the secondary sensing vector which appropriately sensed the patient's slow intrinsic sinus rhythm. No resulting adverse patient effects. This device remains implanted and in service, with the recommendation for future in-clinic testing.